Event description:
On 12/17/24 an ilet user's wife reported the user experienced a high blood glucose (bg) event resulting in mild diabetic ketoacidosis (dka) and hospitalization. The event occurred on 12/17/24. On (B)(6) 2024, the user was using the bathroom and when they stood up the ilet fell and the user's infusion set site became disconnected. After addressing the issue, the user was unable to use the ilet touchscreen and could not unlock the pump or announce meals. The user's spouse, who had been away, returned home and found the user feeling unwell, with symptoms resembling dka. The user and spouse were unsure if the symptoms were related to high bg or other underlying health issues (cancer), so they decided to take the user to the ER. The user's bg was affected, reaching a high of 389 mg/dl, and they administered 10 units of insulin as a correction. No ketone testing was done. The user was hospitalized on (B)(6) 2024 and diagnosed with pneumonia and high bgs. They were treated with insulin, antibiotics, and fluids during their hospital stay and were released on (B)(6) 2024. The user experienced mild confusion and felt thirsty during the event. Beta bionics provided instructions for returning the faulty ilet pump, and the user confirmed the ability to sync logs before the return. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.